Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net, non sustained lead noise due to post-paced t wave oversensing was observed. Programming changes were recommended. No patient symptoms were reported.